Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had major bleeding. No further or additional information was provided.

Manufacturer narrative:
Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had major bleeding. On (B)(6) 2020, the patient was instructed to present to the emergency department, due to a drop in hemoglobin levels from 9.8g/dl to 7.6g/dl within a 10 day period. Upon presentation, complete blood count was significant for a hemoglobin level of 6.9 g/dl from 9.8 g/dl ten days prior. Patient's blood urea nitrogen (bun) was increased to 33 mg/dl from 15 mg/dl eight days prior. Inr was sub-therapeutic at 1.9 and the coumadin was held for possible intervention. Patient was given 1 unit packed red blood cells. Gastroenterology was consulted, esophagogastroduodenoscopy (egd) with capsule endoscopy was performed on (B)(6) 2020. Egd showed a bleeding arteriovenous malformation that was treated. Capsule endoscopy results were pending at the time of discharge. On (B)(6) 2020, patient was discharged home in good condition, afebrile, vital signs stable and stable complete blood count.